Manufacturer narrative:
This report represents all the information known by the reporter upon query by hospira personnel. (B)(4).

Event description:
The customer contact reported air in the tubing distal to the pump with no pump alarm. At an unspecified time, the device was programmed on channel a to deliver normal saline, at a rate of 200ml/hr and the delivery was started. No further programming parameters were provided. After one hour, the customer contact reported the nurse went into the patient's room to respond to an air in line alarm. At that time, air was noted approximately 4 inches above the cassette, in the cassette and 4 inches below the cassette. The nurse reported there were droplets of fluid throughout the segment of air in the tubing set. It was reported no air reached the patient. The device was removed from clinical service. Therapy was resumed using a new tubing set and a replacement device. There were no reported adverse patient effects and no reported delay of therapy critical to this patient. No medical interventions were required. Though requested, no additional information was provided.